Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing leg weakness in the recovery room following her scs implant procedure. The patient was then taken back into surgery and his system was explanted. Additional information received identified the patient's leg weakness has reportedly resolved following the explant.